Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of turns off when adjusting. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and/or a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Customer reported the unit turns off when adjusting